Event description:
It was reported that the patient had his artificial urinary sphincter (aus) cuff component removed due to urine leakage. A new artificial urinary sphincter 3.5 cm cuff component was implanted.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) cuff component removed due to urine leakage. A new artificial urinary sphincter 3.5 cm cuff component was implanted. Additional information received indicated the onset of the recurring incontinence was at the end of august. The previously implanted cuff was not good enough to tighten the urethra, so physician decide to implant the smaller cuff for improvement.

Manufacturer narrative:
Device evaluation the complaint component was returned and analyzed. The reported allegation of incontinence was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) cuff component removed due to urine leakage. A new artificial urinary sphincter 3.5 cm cuff component was implanted. Additional information received indicated the onset of the recurring incontinence was at the end of august. The previously implanted cuff was not good enough to tighten the urethra, so physician decide to implant the smaller cuff for improvement.

Manufacturer narrative:
Additional information.